Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3415/8518694, tgt4015/8233035). Before implanting the tag® devices, the patient underwent right axillary artery to left carotid artery to left axillary artery bypass. The proximal tag® device (tgt3415/8518694) was implanted just below the brachiocephalic artery. A chimney technique with a bare-metal stent graft was performed on brachiocephalic artery. After deployment of the tag® device, the device moved proximally and covered the brachiocephalic artery. The chimney bare metal stent graft device was not affected, but the physician was concerned about a possible endoleak between tag® device and chimney bare metal stent graft device. Therefore coil embolization was performed between the tag® device and bare metal stent graft device. Final angiography showed nothing abnormal and the patient tolerated the procedure.